Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 20 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump screen was looking like a rainbow and she can not see the number or how much was delivering. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. No rainbow effect on display or moisture damage on the electronic/motor assembly noted.